Event description:
The user could suddenly not hear with the device anymore. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, two to three channels migrated post-operatively out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, two to three channels migrated post-operatively out of cochlea as confirmed by diagnostic imaging. In addition, during explantation surgery an infection was found. The electrode was found extruded. The explanted device has not been received for investigation yet.

Event description:
The user could suddenly not hear with the device anymore.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user could suddenly not hear with the device anymore. Follow-up fitting scheduled after 2 weeks (end january). Further medical intervention is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, two to three channels migrated post-operatively out of cochlea as confirmed by diagnostic imaging. At explantation surgery an infection and a secondary cholesteatoma were found during explantation. Further the electrode was found extruded. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user could suddenly not hear with the device anymore.